Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that device is working however it is not working as the trial device and also that they still experienced constant leaks and worst at night and wears about 8 pads a day. Patient also stated that they turned the device to 3.5v and it was very uncomfortable and they turned it back to 2.1v. Patient has an appointment see the urologist on (B)(6) 2018. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that device is working however it is not working as the trial device and also that they still experienced constant leaks and worst at night and wears about 8 pads a day. Patient also stated that they turned the device to 3.5v and it was very uncomfortable and they turned it back to 2.1v. Patient has an appointment see the urologist on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient needs assistance with their device because it isn't working and the battery won't respond. No patient symptoms were reported and not further patient complications were reported as a result of this event.